Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the lead was explanted and replaced. Records indicate this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4);the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out of range pacing impedance measurements. The measurements were noted to return to an acceptable range. In clinic testing found noise when in unipolar. The pacing configuration was checked in bipolar with good measurements and no evidence of noise. No adverse patient effects were reported.